Manufacturer narrative:
(B)(4). (B)(4). Eval summary - the analysis results found that the device was returned with the tissue pad missing. The device was tested on a generator and was functional; it completed the initial test successfully. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.

Event description:
It was reported that before the unk procedure, the device didn't pass the prerun test. Another like device was used to start the case. No pt consequences.